Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 19-jul-2019, UDI#: (B)(4). H3. Analysis of the communicator found that it failed due to a damaged micro usb interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding an external device. It was reported that it would "take forever" to get a bolus. The patient stated sometime it would take 3-4 minutes to get a bolus, and other times it would say "pump not responding". They had also stated they heard a rattling noise in the communicator and the charger would not stay in. The would have to "fiddle" with the communicator to get it to stay in. Patient services assisted the patient in connecting while on the call. The patient then stated a lot of the time when a bolus is finished, they would see a message that says bolus unavailable, but they didn't remember the rest of the message. Additionally sometimes when they would request a bolus, after the request had been made it would sometimes say unavailable. Their physician stated sometimes that would happen but it would usually go through. An email was sent to the repair department to replace the communicator.